Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Maude report number: mw5086372.

Event description:
It was reported that during an unknown procedure; ethicon's intraluminal stapler was used in patient's surgery. The stapler was later recalled. It is unknown if the stapler that was recalled and used in this patient's surgery. Death of patient on (B)(6) 2019.